Event description:
The complainant indicates that complainant's "dex" member is reading higher than usual. Complainant felt as if complainant was getting low and did a test with the dex. Results were 92 and 89 mg/dl. Complainant felt much lower than what the meter indicated. Complainant then did a comparison with a competitive system and received a result of 34 mg/dl. Complainant began to convulse and complainant's spouse gave glucose to bring complainant around. While on the phone electronic checks as well as control testing was performed and was satisfactory. The customer is not satisfied with the system and requested a new meter be provided. This will be provided to the customer. A request was made to return the old system back for evaluation.